Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude and t-wave oversensing and myopotential oversensing. The system was reprogrammed, the patient will continue to be monitored. It was also noted that a year ago, the smartpass feature was deactivated due to a pause. Due to this, an additional leadless pacemaker was provided. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.